Event description:
Customer reported unexpected negative reactions when testing a patient sample containing anti-k, on the echo.no transfusions or adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention crrs (3), lot r028, used by the customer at the time of the event. The customer did not return sample for investigation testing. It is not possible to rule out the sample as a cause of the event.